Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was showing failed to open error. The customer attempted to recover the failed drawer, but it continued to display required maintenance. The customer also stated that they rebooted the device, but the issue persisted. Additionally, the customer shut down the station by unplugging the power cord from the back of the station and waited for 2¿5 minutes before powering it back on, but the same issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that a half-height drawer in the auxiliary cabinet had been forcefully shut into the station. Replaced all pyxibus module controller boards for the auxiliary cabinet drawers except half-height drawer 5. Installed three new matrix drawer controller boards for matrix drawers 1 and 7 (one board was defective out of box, two additional replacements installed). Replaced pyxibus controller boards for half-height drawers 2 and 4, with one requiring retry due to a failed firmware update. Replaced the hardstop assembly on half-height drawer 2.1 due to a broken red release. Installed a new pyxibus controller for full-height drawer 6. Replaced the 7-drawer aux cable, the cabinet auxiliary interface board, and the 25 external pyxibus cable. A full replacement half-height drawer was installed. Finally, functional matrix controller boards were transplanted from an idle station to restore functionality where new boards were mispackaged or mis-labeled. Service was successfully restored. The system functioned as intended after the field service engineer repaired the device.